Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, in vial. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Event description:
The reporter stated that a 13.2mm, tmicl13.2, -10.50/2.5/086, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for shorter length lens due to excessive vault. It was reported that the patients post op condition is great.

Manufacturer narrative:
Age - race: unk. Outcomes attributed to adverse event: unk. Claim # (B)(4).